Manufacturer narrative:
Follow-up submitted to report device evaluation. Upon evaluation it was established that the returned part is not an implant direct part.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate.